Manufacturer narrative:
H4 device manufacturer date was added the device history record (DHR) review showed that manufacturing and inspection was performed as per applicable procedures and validated process. A sample evaluation could not be performed because no sample was available. Five (5) photos were provided for evaluation. It was not possible to confirm the leak through the photos. The affected component is produced by an external supplier. Due to similar cases presented, a corrective and preventative action (CAPA) was opened to further investigate. The results of the investigation will be documented through the CAPA. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported after placing the device, it came out after 4 days use. There was water leaking out of the balloon at the tip. The balloon had been filled with 5cc of sterile water.